Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - apex of uterus/migration') and embedded device ('l essure coil appears to be embedded within endometrium') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, hypertension, anxiety, obesity, pneumonia, cough, headache, anogenital herpes and obesity. Concurrent conditions included ovarian cyst since (B)(6) 2018, vitamin d deficiency since (B)(6) 2018, depressive disorder since (B)(6) 2018, hyperinsulinism since (B)(6) 2018 and asthma since (B)(6) 2018. Concomitant products included amlodipine besilate (norvasc) in 2018, buspirone hydrochloride (buspar) since 2019, hydrochlorothiazide;triamterene (dyazide) in 2018, levothyroxine sodium (synthroid) since 2011, metformin since 2018 and venlafaxine hydrochloride (effexor) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced anxiety ("psychological or psychiatric problems - anxiety/psych injury") and depression ("psychological or psychiatric problems - depression/psych injury"). In 2016, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy with right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, anxiety, depression and abdominal pain outcome was unknown, the menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased and headache had resolved and the arthralgia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, arthralgia, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion, bilateral occlusion; on (B)(6) 2014: they were blocked. Concerning the injury reported in this case, the following one/ones were described in patient medical record conforming-menorrhagia, migraine, fatigue,depression, dysmenorrhea, anxiety concerning the injury reported in this case, the following one/ones were described in patient medical record : embedded device quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event headache was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - apex of uterus/migration') and embedded device ('l essure coil appears to be embedded within endometrium') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, hypertension, anxiety, obesity, pneumonia, cough, headache, anogenital herpes, obesity and bipolar disorder. Concurrent conditions included ovarian cyst since (B)(6) 2018, vitamin d deficiency since (B)(6) -2018, depressive disorder since (B)(6) 2018, hyperinsulinism since (B)(6) 2018 and asthma since (B)(6) 2018. Concomitant products included amlodipine besilate (norvasc) in 2018, buspirone hydrochloride (buspar) since 2019, hydrochlorothiazide;triamterene (dyazide) in 2018, levothyroxine sodium (synthroid) since 2011, metformin since 2018 and venlafaxine hydrochloride (effexor) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced anxiety ("psychological or psychiatric problems - anxiety/psych injury") and depression ("psychological or psychiatric problems - depression/psych injury"). In 2016, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2018, the patient experienced cough ("cough"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain/wrist pain"), headache ("headaches"), oral disorder ("mouth problems"), paranasal sinus discomfort ("sinus pressure"), oropharyngeal pain ("sore throat"), gastrointestinal infection ("gi infection"), inflammation ("inflammation"), feeling abnormal ("brain fog"), swelling ("swelling"), autoimmune disorder ("auto-immune issues") and allergy to metals ("metal allergy "), was found to have weight increased ("weight gain") and underwent thyroid operation ("thyroid surgery"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy with right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, anxiety, depression, abdominal pain, oral disorder, thyroid operation, paranasal sinus discomfort, oropharyngeal pain, gastrointestinal infection, inflammation, cough, feeling abnormal, swelling, autoimmune disorder and allergy to metals outcome was unknown, the menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased and headache had resolved and the arthralgia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, autoimmune disorder, cough, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal infection, headache, inflammation, menorrhagia, migraine, oral disorder, oropharyngeal pain, paranasal sinus discomfort, swelling, thyroid operation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion, bilateral occlusion; on (B)(6) 2014: they were blocked. Concerning the injury reported in this case, the following one/ones were described in patient medical record conforming-menorrhagia, migraine, fatigue,depression, dysmenorrhea, anxiety, embedded device concerning the injuries reported in this case, the following one/ones were received via social media: mouth problems, thyroid surgery, sinus pressure, sore throat, wrist pain, gi infection, inflammation, cough, brain fog, swelling, auto-immune issues, and metal allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - apex of uterus') and embedded device ('l essure coil appears to be within endometrium') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, hypertension, anxiety, obesity, pneumonia, cough, headache, anogenital herpes and obesity. Concurrent conditions included ovarian cyst since (B)(6) 2018, vitamin d deficiency since (B)(6) 2018, depressive disorder since 19-sep-2018, hyperinsulinism since (B)(6) 2018 and asthma since (B)(6) 2018. Concomitant products included amlodipine besilate (norvasc) in 2018, buspirone hydrochloride (buspar) since 2019, hydrochlorothiazide;triamterene (dyazide) in 2018, levothyroxine sodium (synthroid) since 2011, metformin since 2018 and venlafaxine hydrochloride (effexor) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced anxiety ("psychological or psychiatric problems - anxiety") and depression ("psychological or psychiatric problems - depression"). In 2016, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy with right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, weight increased and abdominal pain outcome was unknown and the fatigue and arthralgia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, arthralgia, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in 2011: result: total bilateral occlusion; on (B)(6) 2014: they were blocked. Concerning the injury reported in this case, the following one/ones were described in patient medical record conforming-menorrhagia, migraine, fatigue,depression, dysmenorrhea, anxiety concerning the injury reported in this case, the following one/ones were described in patient medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: mr received-new event "essure micro-insert embedded in endometrium", reporters information, medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - apex of uterus/migration') and embedded device ('l essure coil appears to be embedded within endometrium') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, hypertension, anxiety, obesity, pneumonia, cough, headache, anogenital herpes, obesity and bipolar disorder. Concurrent conditions included ovarian cyst since (B)(6) 2018, vitamin d deficiency since (B)(6) 2018, depressive disorder since (B)(6) 2018, hyperinsulinism since (B)(6) 2018 and asthma since (B)(6) 2018. Concomitant products included amlodipine besilate (norvasc) in 2018, buspirone hydrochloride (buspar) since 2019, hydrochlorothiazide;triamterene (dyazide) in 2018, levothyroxine sodium (synthroid) since 2011, metformin since 2018 and venlafaxine hydrochloride (effexor) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced anxiety ("psychological or psychiatric problems - anxiety/psych injury") and depression ("psychological or psychiatric problems - depression/psych injury"). In 2016, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2018, the patient experienced cough ("cough"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain/wrist pain"), headache ("headaches"), mouth injury ("mouth problems"), paranasal sinus discomfort ("sinus pressure"), oropharyngeal pain ("sore throat"), gastrointestinal infection ("gi infection"), inflammation ("inflammation"), feeling abnormal ("brain fog"), swelling ("swelling"), autoimmune disorder ("auto-immune issues") and allergy to metals ("metal allergy "), was found to have weight increased ("weight gain") and underwent thyroid operation ("thyroid surgery"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy with right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, anxiety, depression, abdominal pain, mouth injury, thyroid operation, paranasal sinus discomfort, oropharyngeal pain, gastrointestinal infection, inflammation, cough, feeling abnormal, swelling, autoimmune disorder and allergy to metals outcome was unknown, the menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased and headache had resolved and the arthralgia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, autoimmune disorder, cough, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal infection, headache, inflammation, menorrhagia, migraine, mouth injury, oropharyngeal pain, paranasal sinus discomfort, swelling, thyroid operation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion, bilateral occlusion; on (B)(6) 2014: they were blocked. Concerning the injury reported in this case, the following one/ones were described in patient medical record conforming-menorrhagia, migraine, fatigue,depression, dysmenorrhea, anxiety, embedded device concerning the injuries reported in this case, the following one/ones were received via social media: mouth problems, thyroid surgery, sinus pressure, sore throat, wrist pain, gi infection, inflammation, cough, brain fog, swelling, auto-immune issues, and metal allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: information received via social media. New events added: mouth problems, thyroid surgery, sinus pressure, sore throat, wrist pain, gi infection, inflammation, cough, brain fog, swelling, auto-immune issues, and metal allergy. On 30-mar-2020: no new information received via pfs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - apex of uterus') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism and hypertension. Concomitant products included amlodipine besilate (norvasc) in 2018, buspirone hydrochloride (buspar) since 2019, hydrochlorothiazide;triamterene (dyazide) in 2018, levothyroxine sodium (synthroid) since 2011, metformin since 2018 and venlafaxine hydrochloride (effexor) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced anxiety ("psychological or psychiatric problems - anxiety") and depression ("psychological or psychiatric problems - depression"). In 2016, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy with right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, weight increased and abdominal pain outcome was unknown and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram in 2011: result: total bilateral occlusion; on (B)(6) 2014: they were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added device expulsion, vaginal bleeding, menorrhagia, depression, anxiety, migraines / headaches, dysmenorrhea (cramping, pelvic pain, fatigue, weight gain, abdominal pain, joint pain. Severity added abdominal pain, joint pain. Event outcome added fatigue, joint pain. Medical history, concomitant drug, and lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.